Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein the scs ipg and the peripheral ipg were explanted to address the issue.

Manufacturer narrative:
A patient had their system explanted due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.

Event description:
Related manufacturer report number: 1627487-2023-04228, 1627487-2023-04229. It was reported that the patient's ipg became unable to communicate with external devices. As a result, surgical intervention may be undertaken at a later date to address the issue.